Manufacturer narrative:
Sections d4, d9, h2, h3 and imdrf codes were updated. The test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.7 - 3.3 inr): qc 1: 3.0 inr. Qc 2: 3.0 inr. Qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter unknown serial number compared to an unknown laboratory method. The patient's daughter was providing the below information and she also mentioned that the device started giving errors since approximately the last 6 months. On (B)(6) 2022 at 10:30 a.m. The patient had a meter result of 2.6 inr while at 12:00 p.m. The laboratory result was 1.76 inr. The patient's therapeutic range was 2.5-3.5 inr. Sometimes the patient has to press her fingertip slightly, but she doesn't do it all the time.